Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record: the batch record file, number 37009251 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed. No other similar complaint was reported on the units released in (B)(6) 2023. Summary of investigation: one picture of the defect observed, and one x-ray picture taken during the implantation was sent. The access port incident form was completed. No sample was returned for investigation. - received information: the rupture occurred only three weeks after the implantation of the device. - x-ray picture review: x-ray picture taken on the (B)(6), 2023 during the implantation: the catheter is not entirely visible. - picture review : blood traces are present on the device. Only a short segment of catheter is still connected on the exit cannula of the access port. The rupture occurred at the level of the exit cannula, under the connection ring. The observation of the rupture does not allow to clearly identify the root cause of this event. - dimensional measures: a device from the same batch of our reserve was measured. All these measured dimensions are within the defined specifications. The catheter presents not defect. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. - raw material historical review: the raw materials used for the device kit batch were verified. They are compliant with the defined specifications and no confirmed similar complaints were reported. Root cause: without the complaint sample for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. However, based on the investigations performed no records and reserve sample, no failure was revealed during our manufacturing process of this batch. The rupture visible on the catheter, under the connection ring could be due to damages done during implantation procedure (used of tools, wrong handling during tunneling or during catheter mounting onto the exit cannula). Indeed, after the implantation procedure, the catheter at this level is protected by the connection ring. It can no longer be damaged. The fact that the rupture occurred only 3 weeks after implantation is a further argue. Recommendation: to avoid the observed issues, the IFU gives some recommendations. Conclusion: without the sample for evaluation, it is not possible to determine the exact root cause of this incident. However, it is worth noting that the batch history record has not actually revealed failure during manufacturing process and that no other similar complaint was reported on this access port batch. This is an isolated event. If a sample do become available, the complaint will be reopened for further evaluation. The complaint rate remains low ((B)(4)); no corrective action is currently envisaged.

Event description:
Revision surgery necessary due to broken catheter near to exit cannula.